Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The customer tried a loaner clv-190 to determine if the issue was with the subject clv-190 (light source) or the respective scopes that were being used with the subject light source. The contact at the user facility confirmed that the issues occurred with the scopes when connected to the loaner clv-190; therefore, the customer determined the subject device was not the cause of the reported issues. The contact confirmed the subject device would not be returned to olympus for evaluation. Based on the results of the investigation, it is likely the light source owned by the user facility did not have any issues, and that there were defects in the scopes that were being used with the subject device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that they were getting "b30" and "e216" errors with multiple scopes. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.